Event description:
It was reported, the patient's device was bothering her "every once in a while." It was also reported, the patient felt a dull type of pain, twice a month, around the device described as a "dull shock." The patient stated this symptom started occurring about 3 months prior to report and the pain usually lasted 5-10 minutes. The patient also reportedly felt the same sensation the day of report, while riding in a grocery cart. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.